Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door was not detected on the communication bus. A field service engineer reseated the row cable, the retractor cables and the interior pyxis bus cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system drawer failed. The malfunction occurred when a user tried to dispense medication to the patient without causing any delay or harm to the patient. There were no adverse events or injuries reported based on this event.